Manufacturer narrative:
The product was not returned for evaluation; consequently, a product evaluation was not performed. A device history review could not be performed as no lot number was provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available a definitive root cause could not be determined. However, the most likely root cause is associated with a loading error. Sufficient amounts of viscoelastic must be used to reduce friction and aid in proper injector advancement. Additionally, the proper loading of the intraocular lens (iol) in accordance with the directions for use (dfu) is essential for the performance of the injector and its cartridge. Improper adherence with the dfu can lead to issues during the loading process that may result in damaged haptics. There is no additional investigation or corrective actions necessary at this time.

Event description:
It was reported that the lens was loaded without complication. The surgeon injected the intraocular lens (iol) into the left eye, and then noticed that the front haptic was broken and tore the capsular bag. It was also reported that the back haptic was also broken. The iol damage was noticed intraoperatively, during contact with the patient. There was no loss of vitreous fluid and no vitrectomy was performed. The original incision was enlarged, but no sutures were required. A second iol of a different model was implanted successfully. The surgeon believes that the iol was received damaged, and both haptics being broken was very unusual.